Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.f12 unknown

Event description:
It was reported that during follow-up visit, two inappropriate shocks were delivered due to t-wave oversensing. At next follow-up, reprogramming and induction test were performed. Physician decided to revise the system because vf was not recognized well during test. The rv was partially capped and a new sense/pace lead was added.